Event description:
It was reported that this patient received a single inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. The paramedics were called, utilized the patient's home monitor, and left without further treatment. This system was programmed to the alternate vector. Technical services advised that the patient contact the clinic for further discussion. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.